Event description:
During an unk procedure, possible hairline crack in device. No further information is available there were no reported pt consequence.

Manufacturer narrative:
D4= batch # for 419606-1 is y93m6a.